Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced blurry vision. To remove the iol that originally incision was enlarged to 4.0 mm. The haptic was amputated, optic removed whole and a replacement lens placed in the capsular bag. Three telephone calls have been placed to gather additional information, but the calls have not been returned.

Manufacturer narrative:
Based on the manufacturing record review and historical review, no deviations were found during this investigation. The explanted intraocular lens was returned to our manufacturing facility for an evaluation. A visual inspection showed the lens was damaged. The lens can be identified as multifocal lens because of the presence of rings on the optic surface. Further analysis on the lens was not possible due to the fact that the lens is damaged. All pertinent information available to abbott medical optics has been submitted.